Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 475mg/dl and did drop to 305mg/dl during the day. Troubleshooting was performed, and no damage to the drive support cap noted. The time, date, basal rates and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. During the call the customer mentioned getting motor error alarms. The self test was completed and passed. No further information was provided.